Event description:
The consumer reported that their philips one power toothbrush device caught on fire. There was no indicated visible flame or property damage and no injury reported.

Manufacturer narrative:
B5: correction: describe event or problem from "the consumer reported that their daytona power toothbrush device caught on fire. There was no indicated visible flame or property damage and no injury reported." To "the consumer reported that their philips one power toothbrush device caught on fire. There was no indicated visible flame or property damage and no injury reported." D2a: correction: common device name from "daytona power toothbrush" to "philips one powered toothbrush". D4: the device serial numbers or manufacturing numbers were identified and updated. H4: manufacture date was identified and updated. Analysis results: the root cause of the customer's complaint was a burnt charging cable.

Manufacturer narrative:
The event date is approximate. The device serial numbers or manufacturing numbers were not provided. Manufacture date not provided or identifiable.

Event description:
The consumer reported that their daytona power toothbrush device caught on fire. There was no indicated visible flame or property damage and no injury reported.